Manufacturer narrative:
Release of the ventilator for off-site evaluation was provided (B)(4) 2014. We have loan in route to the hospital. This will be installed the week of (B)(4) 2014. The galileo in question will be shipped to the (B)(4) manufacturing facility in (B)(6) at this time.

Event description:
Ventilator screen "froze up" and ventilation was interrupted. Power had to be recycled to restore normal operation. The on-site biomed stated that there were "power issues locally due to storms." He stated that they have not provided the exact time of the incident but thinks it is around 9pm on (B)(6). He also stated that the pt had to be transported to another facility.